Event description:
A 52-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, a healthcare provider (hcp) informed novocure that the patient had not used optune gio therapy since the home visit on (B)(6) 2026. During that visit, the patient experienced increased stress related to the application of the transducer arrays, which led to the patient refusing placement of the arrays. The patient continued to experience significant anxiety and panic-like symptoms associated with optune gio therapy, including palpitations, trembling hands and shortness of breath. These symptoms not only occurred while on optune gio therapy but also when the arrays were removed and while off therapy. Additionally, on (B)(6) 2026, the patient experienced palpitations and shortness of breath during magnetic resonance imaging (MRI) examination and the scan was interrupted. In response to the ongoing symptoms, a sedative medication was prescribed on (B)(6) 2026, and the patient subsequently initiated treatment. At the time of the report, the patient had not resumed optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient's anxiety cannot be ruled out. Anxiety is an expected event with optune gio device use (ef-11 0% and 10% ef-14 optune arm) and is a known complication of the underlying disease. Panic-like symptoms; palpitations, shortness of breath, and trembling hands are known secondary symptoms of anxiety.